Event description:
The pt was being treated for a cardioembolic intracranial left ica occlusion. The case was complicated and involved many different sizes of the penumbra system including the 054, 041, 032, and 026 in addition to several milligrams of ia tpa. A snare device was also used after use of the penumbra systems. It was reported that there was initial difficulty advancing the psc054 up to the level of the clot in part because the guide catheter was too long. The guide catheter was a 9f balloon guide catheter in which there was a leak on the adapter system for the balloon lumen and the balloon lumen was not functional. The guide catheter was eventually removed and exchanged for a 7f sheath. It was also reported that attempts were made to access the clot in the posterior division of the left mca with the 041, 032, and 026 reperfusion catheters and were all unsuccessful as in each case the catheter would get hung up on one of the branches coming off the mca artery trunk. The pt had a hemorrhagic transformation in the left mca which was determined to have a "possible" relationship to penumbra system and the angiographic procedure. The event was considered serious. This MDR is associated with MDR's 3005168196-2010-00659, -00660, -00661, -00662, and -00664.

Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The info in this report was collected during the penumbra post-market pics clinical trial. There were a number of devices used during the case and no one device could be identified as the exact cause of the event. Therefore, an MDR will be submitted for each of the penumbra devices possibly involved in the event.